Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: n/a - lens was removed/replaced during the same procedure. Section d6b - explant date: n/a - lens was removed/replaced during the same procedure. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was faulty. After insertion, the surgeon noted the iol to have a dent/hole in it. Account indicated that there was a 2.5 mm by 1.5mm spindle shaped area of white material near the center, on the anterior surface of the iol. The surgeon managed to removed some of the white, flaky material then noticed the ocular surface was not smooth but indented where the white material had been. The iol was removed using toothed forceps and a backup device was implanted. The wound closed without the need for sutures and there was no harm to the patient. No further information was provided.